Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance with the pipeline. The tip of the stent was deployed and the opening was abnormal, repeated adjustments did not improve and the product was withdrawn. The stent was stuck in the proximal end of the catheter. Part of the catheter was cut off and the stent was pushed out. It was found that the developing coil at the tip end was kinked and the there was tip-end adhesion of the stent. The pipeline was replaced and the product was deployed smoothly. The pipeline was not used off-label and was prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the c4 cavernous sinus segment with a max dia meter of 4.8mm and a 3.2mm neck diameter. It was noted the patient's vessel tortuosity was minimum. It was unknown if a dapt was administered. The angiographic result post-procedure showed slow blood flow in the aneurysm.

Manufacturer narrative:
H3: the pipeline flex braid was returned along with the portion of the proximal segment of the xt-27 catheter; inside of a biohazard bag and a shipping box. The pipeline flex pushwire and the distal segment of the catheter were not returned. Visual inspection/damage location details: the distal end of the braid was not opened due to damaged braid. The proximal end of the braid was fully opened and frayed. The total length of the proximal segment of the catheter was measured ~20.0cm. Testing/analysis: the xt-27 catheter appeared to be compatible for use with the pipeline flex delivery system as it has a labeled inner diameter (ID) of 0.027". Conclusion: based on the returned device, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. In addition, the proximal end of the braid was fully opened and frayed. However, the causes could not be determined. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes of failure to open and resistance includes patient tortuous anatomy and lack of continuous flush with heparinized saline during procedure. Since the pushwire and the distal segment of the catheter were not returned; any contribution of the pushwire and distal segment of the catheter to the reported issues could not be determined. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Referring to the cause of the stent damage and the abnormal opening determined, it was reported that there was "tip end adhesion and breakage of developing coil."